Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt occasional jolting/electrocuting in their thoracic area. The sensation wasn't consistent and they still used their therapy as it was still helping with their pain. The patient was programmed on electrodes 5, 6, and 7 and impedances were between 500-800 ohms. All other contacts were greater than 9,000 ohms and some were greater than 40,000 ohms. The group impedance was 715 ohms. It was reviewed that it sounded like an intermittent short and that there didn't appear to be viable programming options due to the high impedance on all other contacts. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's impedance issue was not determined. The patient was given a couple of programs to try and see if they were more comfortable. The patient will use them and see how it goes over time. The patient's doctor recommended that she get revised to a new paddle sometime in the future if the new programs don't help. The patient doesn't want a revision sooner than she absolutely needs it and said she would like to see how it goes over the next 6 months or so. The issue has been resolved at this time. No further information was reported.